Event description:
The customer reported that at 0503 an intermittent primary infusion of magnesium sulfate (4gm/50ml) was intended to infuse at 12.5ml/hr for 4 hours. At approximately 0508, the bag was found empty and the patient felt flushed, warm and dizzy; however, no medical intervention was required. There was no report of lasting harm to the patient. It was reported that the tubing was in use for less than 96 hrs. The device was positioned approximately 3.5 feet above the floor while the patient was lying down in the bed.

Manufacturer narrative:
In summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Manufacturer narrative:
Concomitant devices: 50ml fresenlus kabi, ndc 63323-107-05, lot number 12kfu69, exp 06-2018, magnesium sulfate, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 0503 an intermittent primary infusion of magnesium sulfate (4gm/50ml) was intended to infuse at 12.5ml/hr for 4 hours. At approximately 0508, the bag was found empty and the patient felt flushed, warm and dizzy; however, no medical intervention was required. There was no report of lasting harm to the patient. It was reported that the tubing was in use for less than 96hrs. The device was positioned approximately 3.5 feet above the floor while the patient was lying down in the bed.

Manufacturer narrative:
The customer¿s report of infusing faster than expected was not confirmed. Physical inspection revealed a crack in the lower door hinge and all 6 bezel bosses cracked and fully separated. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that the device was programmed for a custom concentration infusion of magnesium sulfate pb at a rate of 12.5ml/hr at 5:07 am on (B)(6) 2017. At 5:12 am, the device was paused and channeled off. The volume recorded as being infused during this period was 0.969ml. There were no alarms prior to the user pausing and channeling the device off. Functional testing was performed and found the device to be delivering fluid out of specification on the low side (under infusing). There were no leaks observed with the primary set. The root cause of the customer¿s experience of infusing faster than expected was identified as broken bezel bosses.